Event description:
Writer had connected syringe with adrucil medication to patients sideport of mainline fluid with equishield in place, attachments secured properly, mainline fluid open to gravity, this writer then pushed plunger less than 1ml and pulled back on plunger to check for blood return from patients port when loss of pressure/suction was noted. Writer checked plunger and noted air was between the bottom side of the plunger and the medication, also noted small amount of medication above the plunger, approximately 2ml. Writer stopped administration of medication, ensured no spills occurred and recapped syringe. Writer reported to pharmacy. Pharmacy wasted medication and used new syringe to draw up medication. Drug administered to patient in new syringe without incident.